Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l5-s1 recurrent lumbar disc herniation, lumbar spinal stenosis and lumbar radiculopathy and underwent the following procedures: l5-s1 revision decompression; l5-s1 transforaminal lumbar interbody fusion with prosthetic interbody vertebral device; posterior instrumentation, l5-s1 and posterior fusion, l5-s1. As per op-notes, ¿the inferior aspect of the l5 lamina was taken down. Left side facetectomy was performed. A small portion of the superior aspect of s1 lamina was taken down. Once this was completed, we were able to identify the nerve root, carefully mobilize it medially, elevate it off the back of the disc and a small recurrent disc herniation was identified and removed. Annulotomy was performed and a thorough discectomy was performed with kerrisons and curettes. Trial interbody spacers were placed and then removed. An interbody implant, 9-mm in height x 12 mm in width x 30 mm in length was filled with rhbmp-2 bone graft. Additional rhbmp-2 was wrapped around local bone from the approach and placed in the anterior aspect of the disc space and the interbody implant was placed in the central portion of the disc.¿ on (B)(6) 2013: the patient was pre-operatively diagnosed with painful lumbar hardware and lumbar radiculopathy and underwent removal of posterior pedicle screw instrumentation at l5-s1 on the left and left l5-s1 revision decompression with exploration of the l5 nerve root.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.